Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50. Serial number:(B)(6). Batch/lot number: 7081323. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1432. Serial number: (B)(6). Batch/lot number: 202953. Model/catalog description: wavewriter alpha prime 32 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50. Serial number:(B)(6). Batch/lot number: 7072118. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
The lead was reported to have migrated and exhibited high impedance levels. The patient experienced unwanted stimulation, including burning sensations and pain localized at the battery site. Programming optimization was attempted but did not resolve the issue. Patient was working with the office to get approval with insurance for a revision.